Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter began reverting to setup mode at 6pm on (B)(6) 2017. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 9 hours later, at 3:30am on (B)(6) 2017, she began to feel unwell with symptoms of shaky and sweaty. She reported that she self-treated her symptoms by drinking juice. She denied using any other device to test her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, and based on the information provided, there had been no trauma to, or misuse of the product. The patient denied that the issue had occurred after recharging the battery. The cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky and sweaty, after the alleged issue began.